Event description:
Allegedly the patient was revised due to painful, unstable hip (left).

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.